Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that her one touch ultra meter would not power on, and was giving her unknown error message. The medical affairs specialist is classifying the complaint based on available information, as the patient could not be contacted by phone to obtain additional information. According to the patient, the reported issue started on four days prior to original date at around 5:30 pm. It is unknown whether she was able to test her blood sugar after the issue with the meter started or not. She reported of feeling shakiness and dizziness sometime after the issue. She denied taking any action or receiving medical intervention due to the reported issue. She was not tested on another device at the time of concern. The customer service agent (csa) discovered that the patient did not replace batteries in the meter as required. The csa verified that there was no misuse of the product. The patient did not have new batteries at the time of call to complete troubleshooting. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient reported of feeling shakiness and dizziness sometime after the issue, which can be indicative of severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.